Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issues. This lead was successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.